Event description:
User experiencing intermittent issues with ise flags on ise calibrations since 2009, and nine days later received discrepant sodium results for one pt sample. Initial result gave 134 mmol per l; repeat on another analyzer gave 140 mmol per l. Erroneous results were not reported, so there is no impact to pt.

Manufacturer narrative:
The field service representative determined the cause to be failed electrodes, and replaced sipper syringe seal, pinch valve tubing, cleaned mixing vessel, verified nozzle alignments and replaced all electrodes. Calibrations, controls and ise checks were run to verify analyzer performance.